Event description:
It was reported the patient underwent surgical revision of the ins pocket to add a dacron pouch around the device. The extension was not disconnected from the ins during the revision. Additional information has been requested but was not available on the date of this report. See MFR report 3004209178-2009-00540 for events occurring post revision.